Event description:
It was reported that the customer had lost confidence in his insulin pump after dropping it and noticing that his blood glucose was running high in the aftermath of the occurrence. His blood glucose was 200 mg/dl at the time of reporting. He also reported that the batteries in the insulin pump were not lasting as long as he believed they should. He was advised to revert to his back-up plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: all operating currents are within specification. Low battery alarm and no power alarm functions properly. Unit passed self test. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had a minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).